Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal, worn uso seal, scratched lcd lens, and a bent latch lock. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. The most probable cause was the expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the volume test and was over infusing. The product fault occurred during testing, there was no patient involvement.